Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported rupture and removal of "recalled" implant. The device has been explanted and replaced. This record is for right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. And removal of "recalled" implant. The device remains implanted. This record is for right side.